Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission on (B)(6) 2019, electrogram was found to be missing from (B)(6) 2019 which was a symptom episode. But the episode did not save due to wireless connection interruption even though patient attempted to record it. The transmission was not sent but a shell episode got generated which showed up on transmission of (B)(6) 2019. No intervention was performed. The patient was stable and will continue to be monitored.